Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) does not power on with several fully charged autopulse li-ion batteries" was not confirmed during functional test but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. As a precautionary measure, the power distribution board (pbd) needs to be replaced. During visual inspection, unrelated to the reported complaint, noted a cracked top cover, likely attributed to mishandling such as a drop. The top cover needs to be replaced to address this issue. Further visual inspection revealed a sticky clutch. The sticky clutch was likely attributed to wear and tear. Deburring needs to be performed to remedy the sticky clutch. The autopulse platform was manufactured in 2007 and is15 years old, past its expected serviceable life of 5 years. In addition, the lcd screen was flickering was observed, likely due to an aging device. The lcd needs to be replaced to address this issue. The archive data review indicated user advisory (ua) 04 (battery too low),unrelated to the reported complaint. This is normal when remaining capacity drops below 250mah. The autopulse platform passed the initial functional test without any fault or error. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) does not power on with several fully charged autopulse li-ion batteries. Per reporter, the batteries used powers on another autopulse platform, no issue with batteries. No patient involvement.